Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that 50ml of fentanyl was ordered to infuse at 50-200micro ml/hr however it is suspected that the rn programmed the pump to infuse a 1micro ml bag at 50ml/hr. The patient was thought to have been over infused and was transferred to the ICU. While in the ICU, another bag of 50microl was hung however the pump settings were not changed from the ER and the patient was thought to have been over infused again. The patient sustained unspecified harm as a result of this event.